Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bleeding, necrosis, and infection (unknown onset).

Event description:
Healthcare provider reported ¿bleeding¿, ¿wound infection¿, ¿wound necrosis¿, ¿nipple necrosis¿, and ¿postoperative recurrence¿ for an unknown side. Device remains implanted.